Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box history showed call service 078 alarms. During the rewind step the piston did not move and the pump gave a call service 078 alarm. The pump was opened to find moisture damage on the printed circuit board. The alarm occurred due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078-0008 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.